Manufacturer narrative:
Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019 as provided by the initial reporter. The system logs do not show any evidence that a da vinci stapler 45 instrument or any other da vinci stapler instruments were used during the surgical procedure. This complaint is being reported due to the following conclusion: after undergoing a vinci-assisted esophagectomy procedure, the patient underwent another unspecified surgical procedure to address a staple line leak that was identified post-operatively. At this time, the root cause of the customer reported issue and post-operative complication is unknown. It was alleged that the patient sustained a staple line leak; however, a review of the site's system logs showed no evidence that any da vinci stapler devices were used during the surgical procedure.

Event description:
It was reported that after undergoing a da vinci-assisted esophagectomy procedure, ¿insufficient stapling¿ of a few millimeters in length was identified and a staple line leak was noted. It was alleged that blue and green stapler 45 reloads were used during the surgical procedure. As a result of the staple line leak, the patient underwent another unspecified surgical procedure two weeks post-operatively. The patient¿s health status was noted as ¿good.¿ on 07/19/2019, intuitive surgical, inc. (Isi) obtained the following information regarding the reported event from an isi clinical sales associate (csa): the alleged staple line leak was observed post-operatively. The patient has since been discharged from the hospital. No further clinical information was provided.